Manufacturer narrative:
D10 concomitant product: pm7100 - monitor pm7100 tablet invos - aco3001429 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor shut down and the circulating nurse noticed that the equipment was very hot. When the nurse took the monitor out of the housing unit, the docking station pins/prongs had melted and the base was wet. Additionally, the residue and liquid inside the monitor caused a short circuit, a small fire, and smoke seen by the staff. The cleaning fluid ran down into the charging connector between the base and the device. It was noted that the device was not cleaned according to the manual, which contributed to the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.